Event description:
Lap cholecystectomy - "clips didn't close properly. One of the clips scissored. The rest of the clips weren't detectable." Dr (B)(6) reported a cer (1) (B)(6) 2012. On (B)(6) 2012, dr (B)(6) operated on a male patient (B)(6) because of symptomatic cholecystolithiasis. During surgery, he ligated both the arteria cystica and the ductus cystica with a clip as usual. Dr (B)(6) stated that the patient had different anatomy when vessels are concerned. He was very happy with the end result and he didn't see anything strange concerning the clips. He didn't take a picture of the cvs with clips in place (because of a broken video/optic device). Normally they always take a picture for the patient's file. On (B)(6) 2012, patient was not feeling well and he had to go into surgery. It seemed that the patient had lost a lot of blood (+/- 2l) at the moment he entered the abdomen laparoscopically. Because the situation was not under control, they had to convert to an open procedure. When they lifted the liver, dr (B)(6) saw a scissored clip a cystica. There was blood running from this artery well. During the manipulation of the liver, the clip damaged the a hepatica dextra as well. This resulted in more blood loss. Dr (B)(6) stated that he couldn't find any clips placed on the vessels. At the point of surgery, he was sure that the clips placed at the ductus were secure. The patient recovered; however, approx 300 cc gall fluid run from the drain. On the basis an ercp was conducted, they found that the ductus cysticus was open. Conclusion of dr (B)(6): this means that none of the clips in situ remained. We asked dr (B)(6) if he connected the patient injury to the malfunction of our clip applier. His answer: 100%. There is no sample or lot number known of the used ca090 during surgery (B)(6) 2012. Patient status: structures (a cystica and a hepatica dextra) - patient status ok at this moment.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.